Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has signs of damage from implantation / extraction. The device has a large amount of cement adhered to the mating surface. The device also has a large worn section in the articular surface. The clinical/ medical evaluation concluded that, per complaint details, the patient experienced synovitis and pain several months post right navio-assisted pfa. Reportedly, an arthroscopic synovectomy was performed, during which ¿the patella was found to be damaged and probably caused synovitis to the unstable patellofemoral component¿. Responses to the requested documentation/clinical information were not provided as of the date of this assessment. Based on the information provided the impact beyond the reported symptoms and interventions could not be definitively determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. No batch information available or legible on the device, DHR task was unable to be performed. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a traumatic injury, fit/ sizing issue or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a navio-assisted pfa had been performed on the right side, the patient experienced synovitis and pain. The adverse event was treated with arthroscopic synovectomy; in such surgery, the patella was found to be damaged and probably caused synovitis to the unstable patellofemoral component. The patient is able to mobilise post-operatively.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has signs of damage from implantation / extraction. The device has a large amount of cement adhered to the mating surface. The device also has a large worn section in the articular surface. The clinical/ medical evaluation concluded that, per complaint details, the patient experienced synovitis and pain several months post right navio-assisted pfa. Reportedly, an arthroscopic synovectomy was performed, during which ¿the patella was found to be damaged and probably caused synovitis to the unstable patellofemoral component¿. Responses to the requested documentation/clinical information were not provided as of the date of this assessment. Based on the information provided the impact beyond the reported symptoms and interventions could not be definitively determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a traumatic injury, fit/ sizing issue or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to wear on the patella. No further information reported.